Event description:
It was reported that during a gastric sleeve procedure, the device formed a complete staple line but the blade would not retract and the jaws would not open. They had to cut the tissue with another device to remove it. Used a new device to complete the case. The patient is stable.

Manufacturer narrative:
Date sent: 06/03/2008. Device a, b and c were returned in their sterile packages, in good visual condition and with no cartridge loaded in the devices. The devices were tested for functionality with test cartridges and all three achieved a complete 3-strokes fire without any difficulties noted. The devices fired, cut and formed all the staples as intended. The staple lines were complete and the staples were noted to have the proper b-form shape. Device d was returned with closing trigger and anvil closed. A cartridge was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it from returning completely and not permitting the anvil to open. Metal objects should be avoided as they can cause mechanical failures. As stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws." After the clip was removed, the device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.